Event description:
It was reported that valve thrombosis occurred. Vascular access was obtained via the right femoral artery. A large lotus introducer was positioned. A small safari2 wire was positioned to the left ventricle. Balloon aortic valvuloplasty was performed with a 20mm non-bsc balloon. A 25mm lotus edge valve was deployed to treat the severely calcified native aortic valve with excellent result and 0 aortic regurgitation noted. Invasive hemodynamics showed gradient 0. No patient complications were reported. In (B)(6) 2020, the patient presented for a follow-up clinic visit where valve thrombosis was suspected. The physician instructed the patient to administer anti-coagulation for a month with follow-up transesophageal echocardiogram (toe) imaging to follow.